Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional via a company representative regarding a patient receiving morphine (2000 mcg/ml at 250 mcg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had some pocket site pain that began on an unknown date and she also stated that she did not want her pump to be visible while wearing a bathing suit. It was not known if there were any environmental, external, or patient factors that may have led or contributed to the issue and it was not known if any diagnostics/troubleshooting had been performed. The physician decided to move the pump to the patient¿s buttock. The catheter was revised as the pump was moved and then reconnected at the new pocket site. The issue was resolved, and it was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.